Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2016; log dates through (B)(6) 2016: power consumption below normal operating range. 1 low flow alarm was logged on (B)(6) 2016 at 09:59:47. The low flow alarm limit is currently set to 2.5 lpm. Starting on (B)(6) 2106 at approximately 09:55 a sustained decrease in estimated flow was observed. The pump is a fixed speed system. Low flow may occur if the alarm threshold is set too close to the average flow. Low flow, average flow below the alarm threshold, may be related to poor vad filling due to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, high blood pressure, inflow cannula obstruction, are outlined along with potential actions to take. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site from the vad coordinator that the patient called the implanting center reporting a sudden decrease in flow and the low flow alarm sounding (flow had dropped from 4.7 to 0.0 l/min). The patient went to a hospital close to the patient's home for assistance. Initially map were stable at 70mmhg. Echo made showed bad images with the aortic valve opening beat-to-beat. No monitor was available for pump evaluation, however, the patient condition deteriorated and the patient required intubation and inotropic support at high doses. The day after, hemodynamics didn't improve and eventually the patient died. A monitor was sent from the distributor to the hospital on (B)(6) morning and log files showed evidence of a sudden pump occlusion. No further information available.

Manufacturer narrative:
Additional sytem component being reported for this event: battery- (B)(4), catalog # 1650de, (B)(4). Method: visual inspection; (B)(4); analysis of data log(s); (B)(4); actual device evaluated; (B)(4). Results: no failure detected (B)(4). Conclusion: no failure detected, device operated within specification (B)(4). Battery- (B)(4), catalog # 1650de, (B)(4). Method: visual inspection; (B)(4); analysis of data log(s); (B)(4); actual device evaluated; (B)(4). Results: no failure detected (B)(4). Conclusion: no failure detected, device operated within specification (B)(4). Battery- (B)(4), catalog # 1650de, (B)(4). Method: visual inspection; (B)(4); analysis of data log(s); (B)(4); actual device evaluated; (B)(4). Results: no failure detected (B)(4). Conclusion: no failure detected, device operated within specification (B)(4). Battery- (B)(4), catalog # 1650de, (B)(4). Method: visual inspection; (B)(4); analysis of data log(s); (B)(4); actual device evaluated; (B)(4). Results: no failure detected (B)(4). Conclusion: no failure detected, device operated within specification (B)(4). Hvad pump (B)(4) and four batteries were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a sustained decrease in estimated flow and power consumption as well as one low flow alarm for the reported event date. Analysis of the pump revealed that the device met specifications; the device passed visual examination, functional testing, and dimensional verification. Independent pathology report did not reveal evidence of thrombus within the pump. Analysis of the batteries revealed that the batteries met specifications; the batteries passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Additional information; it was indicated that the situation prior to the event was absolutely normal. The treatment team suspected the presence of thrombus in the inflow due to the sudden drop flow and the patient's symptoms . There was no evidence of thrombus in echocardiography performed when the patient was admitted in the local hospital. Ldh has been correct during follow-up. (Previously ldh was 260). The patient did not receive lysis therapy. Death is a known potential clinical adverse event associated with vads as outlined in the IFU and "low flow" below the alarm threshold may be related to poor vad filling and is multifactorial in etiology. In this case the cause of the reported event cannot be determined. With review of the available clinical and device date, there is no evidence to suggest that a device malfunction caused or contributed to the reported event and the root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.